Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer arjohuntleigh inc ((B)(4)). When reviewing similar reportable events for the otter poll lift devices we haven't found similar complaints where the patient dropped to the floor because the seat detachment. We have been able to establish that there is no complaint trend concerning this failure mode. The device was inspected by an arjohuntleigh representative at customer site and found to be out of the specification. The device was being used for patient handling and in that way contributed to the event. The operating instructions (dx27750m.gb.issue 1 from october 2006) and preventive maintenance schedule (pms-dx27790.UK issue 1 from february 2001) provide information about safe use of product. The IFU warn that: "ensure the otter mast rotation lock is in operation and that the wheelchair brakes are applied." Preventive maintenance schedule inform about cleaning device after each use: "after each and every use clean down the otter in accordance with the operating instructions" following this requirements it is not likely that the event occurred. Information provided in incident description form (idf) confirm that otter was used incorrectly - the staff were aware about problems with this device and they were using it after all. We haven't been able to find any manufacturing anomaly. From this we conclude that this incident was caused by user error. The received information and our evaluation as described above are showing that if the IFU safety warnings and preventive maintenance instructions were followed there will be no patient or caregiver risk.

Event description:
(B)(4).